Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (281 mg/dl) because customer had a snack without delivering insulin. Customer attempted to deliver a correction bolus but was unable due to insulin on board (iob). During troubleshooting with tandem technical support, the customer delivered a correction bolus successfully.